Manufacturer narrative:
(B)(4). The carefusion failure analysis and the factory service engineers evaluated the ventilator and it was found that it has a loose rotary switch nut and the inspiratory flowrate valve is out of calibration. Could not duplicate complaint allegation of internal leak. Could not duplicate complaint allegation of does not cycle off a deliver breath during pre-use check.

Event description:
The customer reported that the ventilator has an internal leak and does not cycle off a deliver breath during pre-use check. No patient involvement.